Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm and frozen screen noted during testing. No time clock anomaly noted. Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and off no power alert noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 216 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump shut off and went into suspend mode. Customer also reported that the insulin pump act button was unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.